Event description:
It was reported the shaft was separated. A procedure was being performed with a 4.00 x 38mm synergy xd drug eluting stent. During the procedure it was noted that the shaft separated. The procedure was completed with another of the same device with no patient injury.

Event description:
It was reported the shaft was separated. A procedure was being performed with a 4.00 x 38mm synergy xd drug eluting stent. During the procedure it was noted that the shaft separated. The procedure was completed with another of the same device with no patient injury. It was later reported that the target lesion was 90% stenosed and had a significant bend. The 4.00 x 38mm synergy xd stent was advanced to the target lesion, but could not cross. A guidezilla ii extension catheter was then used to assist the stent in crossing the lesion. An attempt to inflate the synergy xd was made, but the device would not inflate. While removing the device, the shaft tore. The device was removed and the procedure was completed with another of same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
The synergy xd mr ous 4.00 x 38mm stent delivery system (sds) was returned with a guidecatheter extension. A hemostatic valve was attached to manifold and a blood-like substance was visible inside the manifold. The guidecatheter extension was cut to determine if the distal shaft was inside. The broken end of the distal shaft was visible inside the extension catheter and could not be removed. The guidecatheter extension was soaked at 37degrees to facilitate device removal, however it could not be removed. The entire length of the guidecatheter extension was cut to free the distal portion of the device. The tip of balloon/stent was cut off in error by the analyst, damaging the distal stent. Functional testing was unable to be performed due to the balloon being cut. Examination of the crimped stent via scope found the stent was moved distally on the balloon. There were no signs of damage, stretching or lifting of the stent struts. The crimped stent outer diameter measured within max crimped stent profile measurement at manufacture. A visual and tactile examination of the hypotube found multiple kinks and a break 44cm distal to the distal end of the strain relief. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported the shaft was separated. A procedure was being performed with a 4.00 x 38mm synergy xd drug eluting stent. During the procedure it was noted that the shaft separated. The procedure was completed with another of the same device with no patient injury. It was later reported that the target lesion was 90% stenosed and had a significant bend. The 4.00 x 38mm synergy xd stent was advanced to the target lesion, but could not cross. A guidezilla ii extension catheter was then used to assist the stent in crossing the lesion. An attempt to inflate the synergy xd was made, but the device would not inflate. While removing the device, the shaft tore. The device was removed and the procedure was completed with another of same device. No patient complications were reported in relation to this event.